Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during removal of appendix, device could not be fired, and many attempts were unsuccessful. Surgeon replaced the reload to resolve the issue. No patient injury.